Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the neck trial cross threaded and broke, 40 mm reclaim neck trial. There was a surgical delay of 10 minutes. All pieces were retrieved.

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summaryexamination of the returned instrument confirmed the reported observation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
.